Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported capsular contracture, baker grade unknown. Healthcare professional later reported and confirmed capsular contracture, baker grade IV in both sides. Device has been explanted. This relates to the right side.

Manufacturer narrative:
Continued h.6: f1001 absence of treatment clarification: device remains implanted, previous report indicated device was explanted.

Event description:
Patient reported capsular contracture, baker grade unknown. Healthcare professional later reported and confirmed capsular contracture, baker grade IV in both sides. Device remains implanted. This relates to the right side.

Event description:
Patient reported capsular contracture, baker grade unknown. Healthcare professional later reported and confirmed capsular contracture, baker grade IV in both sides. Device has been explanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional later reported and confirmed capsular contracture, baker grade iii. Device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d9, h3, h6.